Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a pediatric scoliosis spinal surgical procedure. It was reported that after successful placement of the crosslink the surgeon decided to remove the implant. During removal, one of the screws stripped out. The surgeon cut a portion of it out but had to leave the end that was attached to the rod. Another crosslink was placed in a different area with no complications. No additional patient complications were reported.